Manufacturer narrative:
(B)(4) the customer report of catheter tip damaged was confirmed by visual inspection of the customer supplied photo. The images show an arterial device with a damaged catheter tip; however, full complaint verification testing could not be performed as no sample was returned for analysis. The instructions-for-use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained, and further consultation requested." A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "some of our staff are reporting that they've experienced some blockage and shredding."

Manufacturer narrative:
(B)(4)

Event description:
It was reported that: "some of our staff are reporting that they've experienced some blockage and shredding."